Event description:
A malfunction was reported on the customer's pump, which required medical attention leading to a four-hour ER visit. While the customer's blood glucose level reached 560 mg/dl during the incident, there was no permanent damage reported, and the issue was resolved with IV fluids and insulin. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was advised to continue using the pump and to contact technical support if any further issues arise.